Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, femoral head wore through the poly liner . Dr (B)(6) left the hip stem and cup alone. He cement in a zimmer dual mobility liner and our femoral head.